Event description:
It was reported that the patient's electrode array has partially extruded. Revision surgery is under consideration. Advanced bionics is in the process of gathering further information, once more information is obtained, a supplemental report will be submitted.